Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and oversensing of p-waves resulting in possible double counting. It was noted that the left ventricular (lv) lead and rv pace/sense leads were switched into the opposing ports. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical devices: 5076-52 lead; 694965 lead, implanted (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) t-wave oversensing (twos) and oversensing of p-waves resulting in possible double counting. It was noted that the left ventricular (lv) lead and rv pace/sense leads were switched into the opposing ports as off label use. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.